Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: it was determined that this report is a duplicate of 1221934-2020-00650. Please reference 1221934-2020-00650 for all event information.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during knee arthroscopy surgical procedure. It was reported that there were 15 blades involved in the event with two that are missing. Therefore, this is report 1 of 15 for the same event. It was reported that there was a delay of five minutes. It was reported that there were no patient consequences or impact to the user or patient. It was reported that the surgery was completed by changing the blade. It was reported that there were metallic deposits at the start of the surgery. It was reported that an alternative product was readily available. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions). It was reported that the fragments were easily removed without additional intervention by washing the joint. UDI: (B)(4).

Event description:
This is report 14 of 15 for the same event. It was reported by the affiliate in (B)(6) that during a knee arthroscopy surgical procedure, it was observed that 15 ultra aggressive plus 4.0 mm 5pk devices had metallic debris/deposits at the start of the surgery. As a result, there was a delay of five minutes as an alternative product was readily available to complete the procedure. It was reported that the surgery was completed by changing the blade. The fragments were easily removed without additional intervention by washing the joint. There were no patient consequences or impact to the user or patient. There was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions).